Manufacturer narrative:
Updated fields: h2, h6, h11. A video of this event was received and reviewed. The surgeon used a sureform 60 stapler to fire a blue reload with no buttress material. There are no pauses during this reload fire, however tissue is seen being pushed out of the jaws. Upon the opening of the stapler malformed staples are observed along with some slight bleeding coming from a small hole in the left side of the stomach. The surgeon stops the bleeding with suction and pressure. The surgeon then brings in another sureform 60 blue reload and clamps medially to the pushed-out staple line, it clamps with no failed attempts and completes the fire with no pauses for compression.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h11. The stapler logs for this procedure were reviewed: the logs show the first sureform 60 stapler instrument used during this procedure was installed on the system 5 times and fired 3 reloads (2 green, followed by 1 blue). Stapler instrument installs 1 and 2 saw both green reloads fired with no pauses or errors in the logs. On install 3, a blue reload was installed, however no clamping or firing was attempted. On install 4, the first clamp was successful, and the blue reload firing was completed with no pauses for compression. On install 5, a blue reload was installed, however no clamping or firing was attempted. The instrument was then removed and not used in the procedure again. A second sureform 60 stapler instrument was installed on the system 7 times and fired 6 blue reloads. On each install, excluding the 5th, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 5, a blue reload was installed, however no clamping or firing was attempted. After the 7th install, the instrument was removed and not used in the procedure again. There were no relevant errors in the logs.

Manufacturer narrative:
The customer reported that they did not want to return any products in relation to this event. Additional patient demographic information: the patient body mass index (bmi) was reported to be 50 kg/m2.

Event description:
It was reported that during a da vinci-assisted single anastomosis duodeno-ileal switch (sadi-s) procedure, a sureform 60 stapler instrument fired a blue reload and the target stomach tissue was pushed forward. This event occurred during the second stapler fire of the procedure while creating the gastric sleeve. The surgeon stapled the stomach medially to go around the malformed staple line to resolve the push event. The surgeon of the procedure said there were no errors or messages received during this sureform 60 blue reload fire. There was no bleeding, and the surgeon reported there was no effect on the patient outcome. The stapler instrument and blue reload were removed from the patient and system to be examined. The surgeon reported that they did not want to return any products related to this event as they do not believe a product issue occurred. The surgeon said there were loose staples caught on the blue reload knife during their examination after the fire. The surgeon said the tissue push event was caused by the stapler instrument not being properly cleaned between reload fires, or the knife became caught on staples that were already in the patient. There were no further complications with this procedure, and the patient went home as planned without additional, unplanned care. The patient was discharged home as planned.